Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately thirty two months ago. The aneurysm and vessel morphology are unremarkable with no morphological changes in the vessels from the time of implant (no tortuousity). It was reported that there was a fabric, type 3 endoleak seen near the gate area on the left side (contralateral) during an angiogram. Two iliac limb stent grafts were used to reline the contralateral side and successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
Additional information for this case was received. It was reported that a recent CT revealed that there was a type iii endoleak, fabric of the stent graft. The physician elected to explant the device. No further information is available for this case. The patient surgically converted to a conventional graft. No clinical sequelae were reported and is fine.